Manufacturer narrative:
On august 10 2020, additional information received indicated that the right implant replaced with cat#: 3501660, sn#: (B)(6) on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with mentor smooth round moderate profile 375cc saline breast implants which the right side deflated after implantation. The issue was confirmed by the physician. As a result patient scheduled for l removal and replacement with different implant on (B)(6) 2020.

Manufacturer narrative:
Mentor received the suspect device on july 24 2020. Device evaluation completed on august 3, 2020: during the visual evaluation, an anomaly was observed on the posterior view of the device consistent with a crease/fold. A tear measuring approximately 0.2 cm was also observed within the crease/fold. In addition, on the posterior aspect an area of missing material measuring approximately 0.6 cm x 0.7 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Microscopic examination in the tear edges of the missing material revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material.. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation/rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).